Manufacturer narrative:
(B)(4). Additional information: damaged cartridge, damaged drivers, damaged one piece sled. The analysis found that the ple60a device was received in good visual condition and with an ecr60d cartridge loaded on the device. The reload was fully fired and it was noted to have the deck damaged. In order to verify the condition of the internal components it was disassembled; the drivers and one piece sled were damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bariatric sleeve procedure, on the second firing the device totally misfired. On the specimen side, staples and drivers had to be picked out. It was not reported how the procedure was completed. There was no patient impact reported. These are all the details presently known.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device completely cut the tissue? On the patient side were all the staples deployed and "b" shape? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? How was the case completed? Is there any other additional information you would like to share about this device or procedure?